Event description:
Patient reports that both of her pumps are alarming early that the cartridge volume is low. No other information provided. Replacement pumps being sent today. Dates of use: from (B)(6) 2015 to current.